Event description:
A malfunction alarm was reported by the customer. There was no reported adverse impact to the customer's blood glucose level. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.